Manufacturer narrative:
Product complaint # (b)(4. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 6mm x 20cm galaxy g3 coil (gly120620, 30490146) was used as the third coil. However, the coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, it turns out the coil was stretched. There was no patient injury reported. A non-sterile galaxy g3 6mm x 20cm was received and contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the core wire was found to be severely kinked and protruded from the introducer. No other apparent damages were found in the device. The device was inspected under microscopic magnification, and it was found that the embolic coil was severely stretched and remained inside the introducer. The distal outer sheath had not been softened, indicating that the resistance heating coil had not been heated and the detachment process was not initiated. Also, the introducer was inspected, and it was found opened by a kinked condition at the section where the core wire is protruding. The impeded condition of the coil in the microcatheter, as documented in the complaint, could not be tested since the conditions in which the coil was received prevented the advancement and retraction through the introducer. However, such conditions can be reasonably considered secondary to the issue encountered during the procedure. Based on this, the customer complaint was able to be confirmed. A manufacturing record evaluation was performed for the finished device 30490146 number, and no non-conformances related to the malfunction were identified. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. This condition confirms the customer's allegation regarding a coil stretch; however, with the limited information available, the root cause of the coil stretching remains unknown. The appearance of the coil and core wire components suggests that force may have been inadvertently applied in an attempt to overcome the resistance. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendation: ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization, a 6mm x 20cm galaxy g3 coil (gly120620, 30490146) was used as the third coil. However, the coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, it turns out the coil was stretched. There was no patient injury reported.